Event description:
It was reported that catheter damage occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion which was 50% stenosed and mildly to moderately calcified. Upon pullback, the catheter momentarily got caught and the image stopped. The physician moved the catheter distally and it began imaging again. When attempting to pull back again, the same issue occurred. The physician then removed the device from the patient, and once outside the patient it fell into two pieces. Another of the same device was used to complete the procedure successfully. No patient complications were reported due to this event.

Manufacturer narrative:
Visual and microscopic inspection revealed that the imaging widow was detached in the lapjoint section. Furthermore, visual inspection revealed that there were kinks in the sheath and microscopic inspection revealed that the guidewire exit port was lifted. A test guidewire was inserted and there were no indications of resistance. No electrical failures were noticed in the impedance analysis.

Event description:
It was reported that catheter damage occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion which was 50% stenosed and mildly to moderately calcified. Upon pullback, the catheter momentarily got caught and the image stopped. The physician moved the catheter distally and it began imaging again. When attempting to pull back again, the same issue occurred. The physician then removed the device from the patient, and once outside the patient it fell into two pieces. Another of the same device was used to complete the procedure successfully. No patient complications were reported due to this event.